Event description:
It was reported that the patient was not careful with her arm following implant and the right ventricular (rv) lead dislodged. The dislodged lead had tissue in its helix, so the rv lead was explanted and replaced. There were no adverse consequences, the patient was stable before, during and after the procedure and was discharged.

Event description:
The right ventricular (rv) lead dislodgement was confirmed via electricals.